Event description:
It was reported that the patient has expired approximately after implant duration of 0.57 month, due to respiratory failure. This was a complication of his perioperative stroke. Information learned from the discharge summary.

Manufacturer narrative:
Device not returned.